Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that there was a lead revision and replacement done in 2011. Caller did not know any other notable details surrounding this information. No symptoms were reported and no further complications were reported.